Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular lead. The rv lead impedance had increased. The physician elected to re-operate to find the reason. The lead was capped and replaced with a competitor lead, but the noise continued. The ICD was also explanted and replaced.